Manufacturer narrative:
Bec field service engineer (fse) was dispatched on 06/15/2011 for this event. The fse replaced the syringe 3-way valve and collar wash solenoid valve. (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) a leak on a unicel dxc 600i synchron access clinical system. Specifically, the customer stated that they noticed a slow drip that appeared to be coming from the collar wash which could have affected qc level 1 coming out low although no patient results were involved. No one was exposed to the leaking fluid that required medical attention. The customer was wearing a lab coat and glove while troubleshooting. No effect to patient or operator was reported in connection with this event.